Manufacturer narrative:
Checking the manufacturing charts of the components removed in the revision surgery hereby reported, no pre-existing anomaly was found out. The manufacturer will submit the final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to dislocation, patient dislocated and needed to be lateralized. The following components were removed and replaced by new ones: - smr reverse liner retentive (part code 1365.50.821, lot number 24at0y0, sterilization 2400221) - smr glenosphere ø 40mm (part code 1374.09.121, lot number 2407737, sterilization 2400098) - smr small/std connector +2 (part code 1374.15.322, lot number 2205023, sterilization 2200081) previous surgery took place on (B)(6) 2025, registered as internal complaint(B)(4) (and reported as MFR. 3008021110-2025-00107). The patient is a male, date of birth (B)(6) 1942. The event happened in the united states.